Event description:
Ambulance personnel were attending to a patient, condition unknown. Allegedly while attempting to monitor the patient, the operator reported the device would not "register" the patient's ECG rhythm. The leads were replaced several times with no effect. A back-up device was used to continue treatment. There were no adverse effects to the patient reported as a result of the alleged malfunction.